Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
A company rep reported, the pt's infusion sets are leaking at the infusion site. When a bolus is delivered insulin drips from around the adhesive. The pt is able to use the infusion set for 2 days before it begins to leak. The pt then changes the infusion set. The cannula is not kinked when the headset is removed. No physiological effects were reported. No further info is available. The pt did not require medical assistance from a healthcare professional or other party to address the issue. The infusion sets were replaced and requested to be returned for eval.